Event description:
It was reported that the patient presented for a coronary artery bypass surgery. Post procedure, it was noted that the pacemaker was in backup vvi mode. No intervention was performed. The patient was stable in condition.

Event description:
New information received notes that programming changes were made.